Event description:
It was reported that during a surgical procedure, the black hard stop broke from snaplock and will need to be replaced. The surgeon likes to use the distal cut guide technique for his tkr so the tech manually wound the hard stop to its position and only used on speed mode, this will not work for any exposure modes for distal burring.

Manufacturer narrative:
H10: the navio handpiece (part number 110137 / serial number (B)(6)), used in treatment, was return for evaluation. The navio handpiece had a broken black hard stop during a procedure on (B)(6) 2018. The initial visual/functional investigation confirmed broken snap lock nut. A device history record review found no conditions which could contribute to the reported event and the device met all specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system for unicondylar knee replacement and patellofemoral arthroplasty user's manual released at the time of the complaint provides no information regarding the broken snap lock nut. This failure is captured in the navio risk profile. The root cause of this issue was found to be due to mechanical component failure. Per complaint details, the device malfunctioned during use. Based on the information provided, the user swapped the equipment and completed the case; there was no surgical delay or patient injury/impact reported. Therefore, no further medical assessment is warranted at this time.